Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 04/2023.

Event description:
It was reported that post dilation of the stent procedure, the pta balloon allegedly failed to deflate. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that post dilation of the stent procedure, the pta balloon allegedly failed to deflate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and sample noted to be bloody. No anomalies were noted to device. During the functional test, an in house presto inflation device was used to inflate and deflate the balloon. The balloon took approximately two minutes and fifty seconds for deflation. Then balloon was cut and the glue bullet was noted to not be sitting in the correct position. No other functional testing was performed. Therefore, the investigation is confirmed for the reported deflation problem as balloon took more time to deflate completely. A definitive root cause for the deflation problem could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2023), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.